Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during patient infusion. It was further reported that the device had primed and the flow of fluid had been confirmed prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between november 22, 2017 - november 27, 2017. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.